Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's scs ipg had reached end of life. Surgical intervention was undertaken to explant and replace the ipg. Therapy was restored post-op.